Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead experienced oversensing and noise was picked up on the far field electrogram (egm) only. No changes made, the patient will be followed through carelink monitor. The lead is still in use. No patient complications have been reported as a result of this event.